Event description:
Additional review reported that the patient¿s symptoms of tremor re-emerged due to battery depletion.

Event description:
It was reported that the patient's battery depleted prematurely. It was added that the patient had a return of their symptoms and had an inability to do telemetry. It was stated that the patient's device was scheduled to be replaced. It was added that the device was removed on (B)(6) 2013 per manufacturer device registry. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient's device was replaced and all impedances on the device were normal and within range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).